Manufacturer narrative:
Non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged celect is manufactured and inspected according to (B)(4). The following allegations have been investigated: vena cava (vc) perforation, tilt, contacts duodenum, abdominal pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on an unspecified date, due to a possible hernia surgery. On or about (B)(6) 2019, the patient had a computed tomography (CT) of the abdomen done due to abdominal pain. The scan revealed that the filter is tilted, perforating the ivc, and contacts the duodenum. All four primary struts perforate the ivc. The patient complained of "constant, sharp pain" in the abdomen and right side of the body. The patient has reportedly expired. Specific details surrounding the patient's expiration are currently unknown, and there is currently no reported allegation of wrongful death. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on an unspecified date. Patient is alleging vena cava perforation, tilt. The patient further alleges "my mother suffered from chest pain and occasional abdominal pain before she passed away." Hematoma, pseudoaneurysm. Per certificate of death, dated (B)(6) 2020: : immediate cause of death: "acute coronary syndrome". Per CT report, "there is no acute finding seen on noncontrast CT images of the abdomen and pelvis. There is an ivc filter. There is a right abdomen ostorny, a ventral hernia contains portions of the gastric body and small bowel in the upper m1dline, and there is also weakening of the infraumbilical abdominal wall. No obstruction is seen however." Per CT report, "there is an ivc filter." "There is probable stenosis of the cancel at l4-5." Per CT report, "filter, tilt: the apex of the strut is within the lumen of the ivc slightly medial of midline. The lateral view the apex is slightly anterior to the longitudinal axis of the ivc." "Abnormal positioning of the ivc filter: the ivc filter tip is located below the lowest renal vein and not greater than 2 cm below the lowest renal vein." "Perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel: the anterior most strut is considered 12:00. Evaluation will proceed clockwise. At 1:00 there is a strut which extends 7 mm beyond the margin as measured from the outer margin of the ivc to the outer margin of the strut. The strut contacts the passing duodenum. At 4:00 there is a strut which extends 4 mm beyond the margin but does not contact an adjacent structure. At 7:00 there is a strut extending 4 mm beyond the margin but which does not contact an adjacent strut. Finally at 10:00 there is a strut extending 5 mm beyond the margin but not contacting an adjacent structure. The remaining struts do not exceed the margin of the ivc by more than 3 mm. Filter strut fracture or bending: no fractured or bent strut fragments identified. Stenosis of the inferior vena cava: no ivc stenosis identified by noncontrast CT." Per computed tomography report, "filter tilt: the apex of the strut is within the lumen of the ivc slightly medial of midline. The lateral view the apex is slightly anterior to the longitudinal axis of the ivc." "Abnormal positioning of the ivc filter: the ivc filter tip is located at the level of the lowest renal vein and not greater than 2 cm below the lowest renal vein." "Perforation beyond the ivc wall with or without involvement of an adjacent organ/vessel: the anterior most strut is considered 12:00. Evaluation will proceed clockwise. At 1:00 there is a strut which extends 7 mm (stable) beyond the margin as measured from the outer margin of the ivc to the outer margin of the strut. The strut contacts the passing duodenum. At 4:00 there is a strut which extends 6 mm beyond the margin (versus 5 mm previously) but does not contact an adjacent structure, at 7:00 there is a strut extending 4 mm beyond the margin (stable) but which does not contact an adjacent structure. Finally at 10:00 there is a strut extending 4 mm beyond the margin (stable) but not contacting an adjacent structure. The remaining struts do not exceed the margin of the ivc by more than 3 mm." On (B)(6) 2020: per x ray report, "tip of an ivc filter is seen."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: chest pain, hematoma, pseudoaneurysm. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported chest pain, hematoma, and pseudoaneurysm are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.